Event description:
Patients mom reports ravicti adapta- cap not fitting. It is too large for the bottle for 2-3 shipments. Mom does not remember which shipment but last month cap did fit. I advised pt's mom to notify cvs right away if cap not fitting starting with this schedule shipment. I explain that there is only one size on ravicti adapta- cap. Product lot number not available. Unknown if pt missed any doses. Unknown if product is available for return. No adverse events reported. Arginosuccinic aciduria.